Event description:
Information received indicates the hi/low function is drifting.

Manufacturer narrative:
Technical support instructed the facilities biomed to clean the hi/low brake bearing. The facility has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.